Event description:
The info was initially reported by the pt's husband. The port was implanted in the left upper chest and was used successfully six times for infusion of chemotherapy. For the 7th treatment the port was "not working." A piece of the port, approx 6 inches, broke off, migrated and lodged in the pulmonary artery. The piece was surgically retrieved. Info provided by physician: "catheter portion of port broke-part of catheter remained attached to port and part embolized to pulmonary artery and required retrieval."

Manufacturer narrative:
The device involved in the event is in the possession of the pt. Requests were verbally made over the phone to have the device sent to medcomp for an evaluation. The device was not returned. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.